Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (hydromorphone)(3mg/day, 10mg/ ml) via an implantable infusion pump. It was reported that the healthcare provider (hcp) was convinced that the patient's pump was consistently overinfusing. At last refill, the patient exhibited withdrawal symptoms and when the pump was aspirated there was no drug in the pump. The pump was refilled while when the hcp aspirated the volume, it was approximately 5ml less than expected volume. The hcp would like to replace the pump. There was no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report and patient status was alive with no injury. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had been running out of medication in the pump before his alarm date since (B)(6) 2018. The patient ended up in the emergency room in (B)(6) 2018 because he ran out of medication in the pump and he was having withdrawal symptoms. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the pump was replaced on (B)(6) 2018. The pump will be returned. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicated that they will likely be replacing the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009; partial explant (pump connector):(B)(6) 2018; ubd: 2010-03-06; UDI: (B)(4); product type: catheter . Analysis of the pump, model# 8637-20, serial#(B)(4) , found significant damage to the refill septum. No septum leak occurred. Analysis of the pump connector, model# 8709sc, serial# (B)(4) , found coring of seal material in the sutureless connector cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code pertains to the pump, serial# (B)(4). Conclusion code pertains to the catheter, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.